Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Siemens reviewed the instrument data and determined that quality controls were within expected ranges on the day of the event. A customer service engineer (cse) was dispatched to the customer's site. The cse inspected the instrument for micro bubbles in lines, ensured that there was proper vacuum at the junction block, ensured that the salt bridge degasser was not leaking, cleaned the fitting and manifold connections, performed a power flush, and ran a rotary valve leak test and the integrated multisensor technology (imt) probe mixing service method test, which resulted acceptably. Then, the cse ran a dilution check, precision study, check 1, and quality controls, which resulted acceptably. The cause of the discordant, falsely elevated na result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated sodium (na) result was obtained on a patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, under accession number ch 201, resulting lower. The repeat result was reported to the physician(s) as the correct results. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na result.